Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--

Event description:
Additional information was received that this device was explanted and replaced. To date, no additional adverse patient effects have been reported.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this device was exhibiting extended charge times of greater than 18.9 seconds, and as a result was elective replacement indicator (eri) was declared. Boston scientific technical services (ts) was consulted and suggested a device change out. To date, no adverse patient effects have been reported.

Manufacturer narrative:
The device was returned for testing and this product issue will be updated when evaluation is complete.